Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported nav-ring issues. The device was not in use at the time of the reported event; therefore, there was no patient involvement.